Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that after 6 days, the battery life is depleted. The customer mentioned that industrial batteries were used. The customer stated that the internal battery was reset but problem was not solved. The customer stated that they went to the united states and (B)(6). The customer stated that there were sudden air bubbles in the tubing. The customer will be sent a replacement pump. The customer will return the pump for analysis.